Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are: 1225714-2014-00347 and 1225714-2014-00348. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received noted that the pt's experience, while undergoing dialysis, was sudden in nature, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs# 1225714-2014-00347 and 00348.